Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Date event (=date the issue took place): (B)(6) 2023. ( revision ) implantation: (B)(6) 2019. Procedure: total hip after a fracture. Description of issue: luxation of liner, scallops of the liner have broken off. When did the even occur (pre-op/intra-op/post-op)? Post-op . Was there any patient consequence? Yes , revision surgery on date: (B)(6) 2023. What action was taken to resolve the issue? Revision surgery, placed a new liner. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)?

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.